Event description:
The subsidiary rep reported that during field service installation of the device, when he rotated the flow rate knob, the roller pump rotated but the pump display showed "00" and in the message area showed ".....". The perfusion system passed self diagnostics "ok" prior to the pump error. There was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded. Per the customer, the roller pump was turned out to check the functionality without any tubings.